Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
According to the customer, pt had an implant performed on (B)(6) 2008, and on an unk date the plate broke. A revision surgery was performed on (B)(6) 2010 to explant the plate.